Event description:
On (B)(6) 2010 product surveillance contacted the caregiver (cg) regarding the alarm. The cg reported that the hp had disconnected to go the toilet and forgot to clamp the lines and press stop. The cg confirmed therapy resumed using new supplies. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated at this time.

Manufacturer narrative:
(B)(4). Additional information: an engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to unavailable sample. A batch review was not performed because the lot number was unknown. Based on the information obtained during baxter's investigation, the root cause of the alarm was that the patient did not properly disconnect the patient line from the transfer set during therapy. The results of a label review revealed that patients are instructed on how to emergency disconnect for a short period of time. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. The technical service representative (tsr) reviewed proper procedures per the user manual with the hp. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted global technical services (gts) regarding a system error (se) 2240 alarm on the homechoice (hc) unit during drain 4 of 5. The home patient (hp) stated he disconnected in the dwell cycle and then reconnected. The technical service representative (tsr) explained that the se 2240 indicates a large amount of air has entered setup. The tsr assisted the hp to clear the alarm by cycling power. The hp confirmed to finish therapy with a manual bag. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.